Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not give a downstream occlusion error. The event occurred during testing.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D4 model number updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was put through a downstream occlusion (dso) test and the dso seal was delaminated and the dso sensor was damaged. The cause of the customer reported issue was the damaged dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and sensor, and the pump passed all functional tests and performed as intended after repair.